Event description:
On (B)(6) 2025, the user experienced hypoglycemia with a reported blood glucose (bg) level of 40 mg/dl and symptoms including loss of consciousness. The user's spouse called emergency medical services (ems) and the user was transported to the hospital and admitted. Treatment included glucose and insulin to stabilize bg levels. The ilet system did provide low bg alerts. No long-term health effects were reported. The user was discharged and resumed use of the ilet on (B)(6) 2025.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.